Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced power switching. It was mentioned that the patient's controller would switch power sources prematurely; the issue was specifically associated with power port 2. The patient tried different batteries and the issue continued. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed functional testing. Visual inspection revealed that the serial port data cap was missing. This is an additional observation not related to the reported event, most likely caused by the user's handling of the device. Log file analysis revealed that controller contained a software feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections and communication errors with several batteries. As a result, the reported event was confirmed. The most likely root cause of the reported "power switching" event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation has been opened to evaluate the momentary disconnections and implement corrective actions as required. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.